Event description:
It was reported to manufacturer that high lead impedance, dcdc code=7 resulted from both a normal mode and systems diagnostic test on the vns patient's generator at a routine follow up visit. X-rays were reviewed by the surgeon and it appeared that the lead pin was not inserted correctly into the generator lead receptacle. The x-rays will not be sent to manufacturer for review. The plan of care is surgical intervention to perform a pin re-insertion and retest the device. It is unknown if the intervention has been taken at this time. There was no trauma or manipulation of the device reported. There has been no report of increase seizures or not sensing stimulation to date. Attempts to obtain additional information are underway.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to death or serious injury.